Manufacturer narrative:
Correction to h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of calcification was unable to be confirmed based on unavailability of medical records and imagery. According to the technical summary, evaluation of reported complaints of svd calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium containing extracellular fluid with membrane associated phosphorus, causing calcification of the cells. Many patients related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received. Investigation is still ongoing.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 3 years, 7 months, 17 days post transfemoral tavr procedure with a 26mm sapien 3 valve, the valve presented stenosis. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra resilia valve. However, per additional information received, the patient presented with shortness of breath due to stenosis, calcification, and an increased peak gradient of 60mmhg. The patient was stable post valve in valve procedure.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately (B)(6) post transfemoral tavr procedure with a 26mm sapien 3 valve, the valve presented stenosis. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra resilia valve.